Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the revision and troubleshooting that was planned to take place had been canceled due to a busy week before (B)(6). It was noted that there is very limited access to the operating room. The patient was not able to use the therapy due to the burning sensation. If additional information is received, this event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu_ recharger_acc, product type: recharger. (B)(4).

Event description:
A manufacturing representative reported that a 276 error code was displayed on the patient programmer. The manufacturing representative followed up with the health care provider (hcp) and the hcp confirmed a 276 error code was displayed on the recharger, not the patient programmer. For the last month, the patient had a problem with recharging and the implantable neurostimulator (ins) was at elective replacement indicator (eri). No messages were displayed on the patient programmer. Impedances were measured to be around 700 ohms. The ins was interrogated with three different rechargers and an eri message was still displayed and recharging was not possible. The patient had also been complaining of a burning sensation along the extension. The burning sensation first occurred on (B)(6) 2016 during a reprogramming session. The cause of the burning sensation was not determined. The extension was going to be replaced, but due to the error code and eri the replacement was not done. The patient was not able to use therapy due to the burning sensation so therapy was not effective. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3007566237-2016-00715.